Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had power error alarms on insulin pump. The customer's blood glucose was 276 mg/dl. Customers mother also stated her daughter had air bubbles in the reservoir and tubing. Approximate size of air bubbles was small. The insulin pump will be returned for analysis.